Event description:
Allegedly, the doctor used the ttts set to conduct an interuterine electrical coagulation of umbilical cord on twin fetuses (selective reduction); there was significant umbilical cord entanglement with one of the fetuses. The doctor's intent was to terminate fetus b and he completed the procedure and considered it successful. On the 6th day post-op, an ultrasound was performed; it showed that twin b remained viable, but twin a had expired. The doctor terminated the wrong fetus.